Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during step three, difficulty was encountered withdrawing the needle plunger. Additional force was applied enabling the needle plunger to be withdrawn, but also caused the suture to detach form the needle. Although the suture detached from the needle, the suture still achieved hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that needle deployment was successful as the anterior and posterior cuffs captured their respective needles; however, instead of being cut, the rail suture broke at approximately one inch distal to the link assembly during the needle plunger retraction. This is consistent with the reported additional force applied to remove the needle plunger. However, as reported, this would not impact the suture knot advancement. The whole suture was not returned with the device; therefore, suture drag or any other abnormal observations that may have contributed to the reported difficulty removing the needle plunger and subsequent suture break, could not be detected. During lab testing, the needle plunger was reinserted resulting in successful insertion and retraction of the needle plunger without any observable resistance. Based on the investigation findings, the root cause for the reported difficult needle plunger removal that subsequently resulted in a suture break could not be determined. No manufacturing or quality issue was detected. In addition, four unused sterile representative samples with the same part and lot numbers as the product experience were returned for evaluation. The devices were functionally tested resulting in all the devices passing deployment successfully. The anterior and posterior cuffs were captured and the suture was successfully retrieved. There was no resistance or difficulty encountered during needle plunger withdrawal. The device performed according to specification. A review of the device history record for this lot did not produce any findings relevant to this report.